Manufacturer narrative:
Additional information: section h imdrf annex codes, device manufacture date, section b describe event or problem, section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), medical device serial and concomitant med prod data. D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigating the actual device involved in the incident, it was determined that the refrigerator was failed. A field service engineer found the temperature reading at 99 degrees and replaced the glycol sensor to resolve the issue. The customer performed a medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was failed and it required maintenance. The customer stated that the user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator was failed. The customer stated that the user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the fridge was failed. A field service engineer found the temperature reading at 99 degrees and replaced the glycol sensor to resolve the issue. The customer performed a medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed and it required maintenance. The customer stated that the user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.